Manufacturer narrative:
3 of 3 devices were returned for evaluation. Evaluation of 3 devices found normal chuck wear and the turbine needed to be replaced in each device. The devices were repaired and returned to the customers.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. This report summarizes three malfunction events where midwest stylus plus handpieces would not hold dental burs. There were no injuries in any of the events.